Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rv channel and rv impedance was trending lower in the 4005 ohms with no abrupt increase. To this date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).